Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced removal of vaginal mesh, removal of altis sub urethral sling bilaterally, cystoscopy, bilateral pudendal nerve block, botox injection in the pelvic floor muscles, bulkamid med injection to urethral vesicle junction under general anesthesia. Specimens received for pathology: 3.2 x 2.0 x 0.7 cm portion of pink-red mucosal tissue. The specimen is sectioned to reveal blue embedded mesh; a 4.0 x 0.5 x 0.2 cm portion of surgical mesh with imbedded red soft tissue; a 1.6 x 0.4 x 0.2 cm portion of surgical mesh with an attached 7.2 cm long blue suture. Additionally, there is a scant amount of red-pink grossly unremarkable soft tissue embedded into the surgical mesh.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced urinary retention, pain, constipation, discharge. Bleeding, erosion, discomfort, urinary incontinence, muscle spasm and removal of device.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a follow up will be filed. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As additionally reported to coloplast on (B)(6) 2024 though not verified, the patient with this device also experienced physical pain, mental anguish, physical impairment and medical expenses.